Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. An x-ray battery charger pcb and a motion battery charger were replaced as the readings were higher than specs. A system checkout was performed after replacing the parts. All voltage readings were within specs. System passed all tests and is functioning normally. -the suspect parts have been received by manufacturer.

Event description:
A medtronic representative reported that while performing an planned maintenance (pm) the imaging system voltage readings were out of spec. There was no patient present at the time of the issue.

Manufacturer narrative:
Analysis of the returned motion battery charger could not confirm any failure as it functioned as expected despite the board having leaky capacitors. Board was installed in a known good system and the system readied and charged as expected. No functional problem found.

Manufacturer narrative:
The battery charger 1 pcba was returned to the manufacturer for analysis. Investigation could not duplicate reported issue and passed functional output bench testing as expected despite the board having leaky capacitors. Installed battery charger 1 board in imaging system and the system readied and charged as expected. No functional problem found.